Manufacturer narrative:
Complaint no: (B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during troubleshooting for a check patient line alarm, a home patient (hp) experienced a leak from the drain line of the disposable set on the homechoice (hc) device. The hp was connected, in the initial drain cycle, at the time of the event. The cause of the leak could not be determined. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.